Event description:
The clinician said implant was placed in d4 cortical bone in late 2004. The clinician identified the reason of removal as failure-to-osseointegrate resulting from infection.

Manufacturer narrative:
The implant was received with a prepped abutment attached to it and was not fractured. The implant was examined under 10x magnification and no thread defects were noted. The implant was then compared to a l0250 rev 10/03 radiographic template and determined to be a 4mm x 12mm implant.